Manufacturer narrative:
Device was returned. Supplier: (B)(4). Supplied item, DHR is at supplier.

Event description:
Information received a smiths medical ventilators/pneupac accessories item setup for smj - dh-ok50jp 1/pce hose was being set up and during precheck an air leak from the connection part. The leak could be detected and heard. No patient injury.